Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the equipment was rubbing the skin raw near the shoulder area and where the wires are. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient applied a skin cream he received from the hospital. The medical outcome of the rash is unknown as follow up attempts were unsuccessful. Reporting out of abundance of caution.